Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of intraoperative resistance readings on the programmer were erroneous. No defects were found during incoming testing the impedance reading were within specification. It was determined at analysis that there was no paper in the paper tray and the upper and lower bullets were missing/worn. The cord left latch and was broken, and the stylus tip was bent but functional. The left keyboard hinge and both keyboard cover sliding rails were cracked/broken. Errors were found in the software history, the software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the intraoperative resistance readings on the programmer were erroneous. It was noted that the reading was in excess of four thousand (4000) ohms on the electrocardiogram (ECG) recording with issue on p and a waves. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.